Event description:
It was reported that a clearlink system extension set cracked. This malfunction occurred during infusion. According to the report, ¿post medication was being y¿d into port.¿ this resulted in blood/air backing up into the line and a leak at the port was discovered. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the clearlink y-site gland was completely collapsed; there appeared to be some damage around the opening of the gland housing. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.